Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during a cardio interventional procedure, the screw of the ll syringe broke while trying to unscrew it.

Event description:
It was reported while using bd plastipak¿ syringes the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during a cardio interventional procedure, the screw of the ll syringe broke while trying to unscrew it.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2203104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Retained samples from the same lot were used for additional evaluation. All product was visually inspected, no damage or molding defects were observed in any of the product, the tips were properly molded, and no defects were noted in any of the luers or syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, no issues related to the event reported were found. It is possible the luer was damaged due to overscrewing when engaging this device, however, without a sample this cannot be verified. Based on the available information, we cannot identify definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.